Manufacturer narrative:
H6: investigation summary bd received four sealed and two used 22 gauge insyte autoguard blood control units from lot 2290802 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer performed a leak test on each unit and each unit passed the testing. No leakage was observed and no damage to the tubing or adapter were observed. Finally, the units were flushed using a luer lock syringe and no leaks were found during this inspection as well. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters leaked from around the hub connection to the IV line during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage from the catheter hub of iagbc. According to the customer's report, after catheter placement, the hcp connected the iagbc to the IV line; the hcp confirmed the fluid dripping into the IV line and then observed leakage from the connection to the IV line. The leakage occurred in two cases in a row."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters leaked from around the hub connection to the IV line during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage from the catheter hub of iagbc. According to the customer's report, after catheter placement, the hcp connected the iagbc to the IV line; the hcp confirmed the fluid dripping into the IV line and then observed leakage from the connection to the IV line. The leakage occurred in two cases in a row."